Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown laparoscopic procedure, a tear drop-shaped clip was formed at the end of operation. The device was out of the clips after the surgeon tried firing the device several times. Another device was used to complete the case. There were no adverse consequences to the patient.